Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported under mw5074071: reporter had knee replacement surgery in 2012 and alleges knee started giving him problems right after surgery. Complains of excruciating pain that doesn't get better with pain medication and has done other procedures and treatments to no avail. Reporter also complains of joint instability and had a CT scan in 2014 that revealed periarticular activity suspicious for joint loosening. Reporter alleges stryker removed the device from the market in 2012 and he had his surgery in 2012. Also he recently found out on the FDA website they had issued a recall in 2013 and no one notified him about the recall.